Event description:
It was reported that the patient was admitted due to the need for rapid, high-volume and long-term intravenous infusion, a PICC line was inserted into the left upper arm on (B)(6) in accordance with medical instructions; the line was patent and securely in place. On (B)(6), whilst a relief nurse was performing routine maintenance on the PICC line, fluid leakage was observed 5 cm from the connector. Use of the line was immediately discontinued, and the attending physician and head nurse were notified. Intravenous fluids were subsequently administered via a peripheral intravenous catheter. The attending physician discussed the matter with the patient¿s family, who expressed their understanding. Consent has now been obtained from the family to remove the PICC line from the left upper arm and reinsert a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.